Manufacturer narrative:
Device evaluation: results of investigation: the carefusion failure analysis (fa) representative (rep) received the vela main pcba (printed circuit board assembly). The carefusion fa rep visually inspected the part and installed in a known good unit. The carefusion fa rep reported the events log recorded multiple vent inop alarms with: motor faults, xdcr (transducer) faults, and dac (digital to analog count) errors. The carefusion fa rep reported all transducers calibrated successfully with no evidence of slipping and after cooling the transducers with anti-static freezer spray, the exhalation differential presssure xdcr and circuit pressure transducer test failed. The carefusion fa rep determined the root-cause to be faults with the exhalation pressure xdcr and exhalation flow xdcr as they can cause the turbine differential transducer to fail causing motor fault and vent inop errors. This is being considered an isolated incident that will be tracked and trended within carefusion.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4).

Event description:
The customer reported vent inop error while using the vela ventilator. The customer reported calibrating the suspect device, but the issue was not resolved. The issue occurred during testing. There is no report of patient involvement associated with the event.